Event description:
It was reported that the enlite serter did not release sensor after 2nd button press. Customer stated that the needle hub got stuck in the serter. Customer's blood glucose reading was 419 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
A visual inspection was performed on one opened and used sensor and the sensor needle was found bent inside of the sensor base. It could not be confirmed if the customer received the sensor in this condition due to the sensor being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).